Event description:
The customer reported that the system displayed an unk error message then shut itself off. Upon reboot, the system displayed a high capacity disk error message which occurred outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and the reported error could not be duplicated. The power and grounding connections were checked and tightened. The system was tested and found to be working as intended and put back into svc.